Manufacturer narrative:
Correction to g2 of the initial medwatch: company representative was not selected. Additional information: b3, b5, d10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the issue occurred due to a failure of the led unit. The root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at inspection for use when connecting the scope and turning it on. The procedure was completed using a different device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that error code e105 displayed on the video processor. There were no reports of a delay or patient harm.